Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose of 463 mg/dl and treated with manual injection. The customer mentioned he was taking steroids and also he is thin and has had abortion problems in the past. Troubleshooting was declined. The customer stated that the insulin pump was working and the issue might be with the infusion set or reservoir. He changed the set and would monitor. The device will not be returned for analysis.